Event description:
Patient undergoing stent placement procedure, when md removed interventional guide wire (grand slam); complete wire fractured at transition point. Fracture visible under fluoroscopy. Wire tip removed successfully from coronary artery using snare. No additional intervention needed.